Manufacturer narrative:
A visual inspection was performed on the returned device. The complaint was confirmed as a guide break with a bilateral cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that may contribute to a guide break/ torn material include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. In this case it appears that the guide break occurred before step 3 was completed given that there was no damage to the needle tips and all cuff tabs were bent as expected. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report the additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a vessel closure using a proglide device. Reportedly, the flexible tip [sheath] that was partially in the body broke off during a procedure. The device including the separated portion was removed from the patient anatomy. No components were left in the patient. The method of hemostasis was not reported. There were no reported adverse patient effects. User facility medwatch report mw5186577 received that states ¿the flexible tip of a perclose proglide detached from the body while the doctor was trying to preclose a groin puncture site and it was partially in the body. Md was able to remove everything and nothing was retained. There was no harm to the patient or staff.¿ an additional device, a prostyle, was received with the proglide device. The prostyle had a guide separated from the distal end of the guide tube and the distal end was prolapsed. The foot remained intact and still held together by the actuator wire. The anterior cuff was pulled from the anterior foot pocket. The link is attached to both cuffs. The posterior cuff remained in the posterior foot pocket. Both the anterior and posterior all three cuff tabs were noted to be bent as expected. The posterior needle tip ejected with no damages noted. The guide separated in half and the separated portion was not returned. However, the other half of the guide remained intact to the sheath.